Event description:
Pt received her second treatment on 5/16/96, the pt noted swelling and redness at the treatment sites. On 6/1/96, the pt noted swelling at the upper lip; reactine was prescribed. On 6/20/96, prednisone was prescribed. On 7/31/96, redness persisted, and the swelling had resolved. The physician believed the symptoms represented a hypersensitivity.